Event description:
Pediatric ventilator would not reach the preset pip setting. The pt was manually bagged and a systems check was performed which was within limits. The ventilator was reconnected and the same problem occurred. The ventilator was changed out for a new one. No apparent harm to the pt.